Manufacturer narrative:
The file was inadvertently marked reportable. No further reports will be filed using this file number 3012307300-2020-03058. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
Oracle ro 1055461: error code 46011/red screen. Follow up report indicated no patient involvement as event occurred during testing.